Manufacturer narrative:
Medtronic received additional information that a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve due to moderate stenosis. The patient was reported to be stable after a successful valve implant. Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years and 6 months post implant of this bioprosthetic valve in the tricuspid position, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for the intervention was not reported. No additional adverse patient effects were reported.